Event description:
On (B)(6) 2014, the patient underwent surgery for a mastectomy of a tumor in the left breast that was unrelated to vns, per the physician. Prior to surgery, system diagnostics showed the vns device was ok with over half the battery life left. However, after surgery, diagnostics showed the device was at end of service (eos = yes). The vns generator was therefore replaced during the surgery. It was found that the surgeon used electrocautery during the tumor excision. No other information has been provided.

Manufacturer narrative:
End of service message seen upon interrogation of the pulse generator.